Manufacturer narrative:
The reported complaint of the lcd screen on the autopulse platform (serial #(B)(4)) was intermittently distorted and unreadable was not confirmed during functional testing. The autopulse platform passed the functional testing and performed as intended. Upon visual inspection, a cracked front enclosure and a bent battery lock were observed likely due to user mishandling such as a drop. The observed physical damages are not related to the reported complaint. The damaged front enclosure and bent battery lock were replaced to address the observed damages. The archive data review showed no significant discrepancies. The autopulse platform passed the initial functional test without any fault or error. The display was readable and no malfunction was observed. As a precautionary measure, the processor board was replaced to address the reported intermittent lcd problem. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During shift check, customer reported that the lcd screen on the autopulse platform (serial #(B)(4)) was distorted and unreadable. Per reporter, the display issue was intermittent when platform was powered on and off. No patient involvement.